Event description:
Related manufacturer reference number 1627487-2019-05238, 1627487-2019-05185, 1627487-2019-05186.

Manufacturer narrative:
Corrections: statement was corrected from initial report. "Model: 3149(2), scs lead" should not have been entered in the initial report.

Event description:
Additional information was received that the 2 model # 3166 leads are the occipital leads which have high impedance and are auto-reducing. There is no allegation of deficiency against the 2 model # 3149 leads.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2019-05238. Reference MFR. Report#: 1627487-2019-05185. Reference MFR. Report#: 1627487-2019-05186. It was reported that one of the patient's leads had high impedance. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be planned to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention occurred during which the leads were explanted and replaced and the issue was addressed.